Event description:
Patient with rheumatoid arthritis was reported to have an infection and was brought to surgery for washout and exchange of the radial body assembly. Tests for infection, particulate and metal allergy were all negative. The surgeon reported that the implants were solidly affixed.